Event description:
The patient underwent a full replacement on (B)(6) 2016. The explanted devices were discarded after surgery and are not available for analysis.

Event description:
It was reported that a patient had high impedance during a follow-up visit with his neurologist. No surgical intervention has occurred to date. No additional relevant information has been received to date.